Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd luer-lok¿ syringe there was an issue with a damaged plunger rod. It was stated by the customer ¿the back of the plunger is broken.¿ there was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd luer-lok¿ syringe there was an issue with a damaged plunger rod. It was stated by the customer ¿the back of the plunger is broken.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
H.6. Investigation summary: bd received two samples, one in its original packaging and one opened, for evaluation. Our quality engineer was able to inspect the returned samples and observed that both had broken thumb presses on the plunger rod thus verifying the reported issue of broken or damaged plunger rods. A review of the device history record revealed zero defects found during production. 6263971- was produced on 9-27-16 with no defects found. It¿s possible that syringe was involved in a jam and then broke loose during assembly process. This appeared to have been an isolated incident and not a systemic problem as this was the first reported issue of broken plungers for this production run. No corrective action is required at this time. This is the first complaint for damage on this batch. Two syringe was reported as defective out of 134,400 resulting in a.00148% defect rate. The acceptable quality limit for this defect in manufacturing is .40%aql. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. .

Event description:
It was reported with the use of the bd luer-lok¿ syringe there was an issue with a damaged plunger rod. It was stated by the customer ¿the back of the plunger is broken.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.